Event description:
Analyzer generated negative results with axsym toxoplasma igm (0.10 index value) and axsym toxoplasma igg (0.0 index value). Since the patient had previously been positive the customer performed a toxoscreen which was positive. The customer repeated the sample on the axsym and the results were positive. The axsym toxoplasma igg result was 49. There was no impact to patient management reported.